Event description:
It was reported that during start-up, the cs300 intra-aortic balloon pump (iabp) generated an electrical failure #42. Since the event occurred before use and the patient was not connected to the unit, no patient was involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and reported that this is a repeated error occurred in october, data sets were replaced at that time. Since the error reoccurred, the stm replaced the main board. Subsequently, full calibration, functional testing and safety check to factory specifications were performed. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during start-up, the cs300 intra-aortic balloon pump (iabp) generated an electrical failure #42. Since the event occurred before use and the patient was not connected to the unit, no patient was involved and no adverse event was reported.